Event description:
It was observed that during the device evaluation, the subject device exhibited a broken video cable, purple image, and damaged fiber bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was purple. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.